Event description:
It was reported that a patient underwent a laparoscopic ventral hernia on (B)(6) 2012 and absorbable staples were used to fixate the mesh. While tacking the periphery of the mesh, a hematoma developed where the tacks were placed. Since the procedure the patient has complained of pain. Additional information has been requested

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.